Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusions and the occlusion alarms continued. A system check was performed using the current supplies and the occlusion alarms were verified. After performing a cartridge change as part of the system check, insulin deliveries were successfully resumed. Blood glucose level was 171 mg/dl.